Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial laparoscopic hepatectomy in the treatment for cholelithiasis in the bile duct, the reload could not be opened after firing. The reload was replaced to complete the case. There was no patient injury.